Manufacturer narrative:
A touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the touch screen flex circuit passes all resistance testing with solid results. The touch screen passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. Tech verified that the unit passes all controls testing noted in step 3 of the service manual which includes touch screen operation. The touch screen operates as expected with no issues noted / no problem found.".

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the touchscreen had been replaced, and was unresponsive. The biomed then reinstalled the old touchscreen, and the device was responding. The customer was informed that the replacement may be defective from parts stock. The customer was provided with a credit, and transferred to the philips parts ordering department. Investigation is ongoing.

Manufacturer narrative:
H10: per the servicemax record, a service engineer (se) dispatched to the customer's site in order to evaluate the device; however, upon arrival, the se reported that a biomedical engineer had already performed and completed a repair on the device. The device was confirmed to be functioning, and was tested per the service manual. The system met the specifications for the performed service and is returned to use. A follow up was performed with the se, to clarify what was repaired by the biomedical engineer that resolved the issue; the se was unable to provide any details on what repairs were performed.